Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the control unit is sticky due to water leakage, the ud plate is sticky, the universal cord is sticky, the grip is sticky, the adhesive on a-rubber has a chip, and the rubber cover of the forceps channel port is detached. There was no patient involvement.